Manufacturer narrative:
H.6. Investigation: bd received 250 samples for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to hemolysis or poor barrier separation was observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure hemolysis and poor barrier, because the defect was not evident in the testing of the complaint lot samples lot samples. Replicates of both customer and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode hemolysis or poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube was found hemolyzed after spinning it. The following information was provided by the initial reporter: "we are seeing an excessive amount of hemolyzed samples when we are using this lot#, and we are also seeing that the serum is not spinning clean (lots of cells do not spin down completely, they are hanging on the sides of the tubes or on top of the gel). We are having to spin them twice to clear some cells and with the 2nd spin we are hemolyzing the remaining cells on top of the gel¿we have been seeing the cells sticking and not spinning down completely for the last 1-2 months, the excessive hemolysis started with this lot as best we can tell."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube was found hemolyzed after spinning it. The following information was provided by the initial reporter: "we are seeing an excessive amount of hemolyzed samples when we are using this lot#, and we are also seeing that the serum is not spinning clean (lots of cells do not spin down completely, they are hanging on the sides of the tubes or on top of the gel). We are having to spin them twice to clear some cells and with the 2nd spin we are hemolyzing the remaining cells on top of the gel¿we have been seeing the cells sticking and not spinning down completely for the last 1-2 months, the excessive hemolysis started with this lot as best we can tell."